Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: (B)(4) the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing found the pump to be operating within specification and delivering insulin accurately. The pump was exercised for 24 hours with no issues. A 29 hour flow test was performed as was within specifications. During investigation, verified cs 078-0004 on dates (B)(6) 2010, (B)(6) 2011 alarms in history download and due to the patient's continued use of the pump, there are no cs alarms in the black box unrelated to this issue, the display was faded and pink. Removed display and placed new good display in; the new display contrast returned to normal. Also observed the battery compartment cracked at threads.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging the pump alarmed and he was off of the pump for 4 hours. The patient also claimed that his blood glucose (bg) level elevated to over "500 mg/dl." The patient also mentioned that no backup plan for insulin delivery was taken since he did not have syringes. The patient self-treated for the elevated bg level which came down to the "300's" and then "199 mg/dl." The patient claimed that he had symptoms of a headache and aggravation with the elevated bg's. The patient denied having nausea, vomiting, or shortness of breath. At an unclear time during the time of concern, the patient was able to resume use of the pump after he rebooted the device. The patient contacted his health care provider (hcp). He was instructed by the hcp to continue to try an contact animas for assistance. This complaint is being reported due to the following conclusion: the patient claimed that he developed an elevated bg level that meets animas' criteria for a serious injury. The reported injury can be attributed to use error since the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.